Event description:
Norian fast set putty, was implanted over titanium mesh for a posterior fossa craniectomy for 4th ventricular tumor. Pt had durepair duraplasty and macropore/norian cranioplasty. Pt developed delayed 'rejection' of norian cranioplasty with necrosis, acute/chronic inflammation and foreign body giant cell reaction. Cranioplasty was removed.